Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's battery was only lasting a day. The customer received a low battery and had changed the battery. The battery color went from green to red. The battery did not last more than 1 week. The customer's blood glucose level was over 200 mg/dl. After troubleshooting was performed the customer was advised to monitor the insulin pump and to call back if the issue continues. At the same the day, the customer called back and reported that under a month ago they received 2 power errors in 1 day. It was noted in troubleshooting that the power error detected recurred within a week of troubleshooting the previous occurrence. The device was returned for analysis.

Manufacturer narrative:
The device was received with operating currents within specification. The device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed power loss and low battery alarms were triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. The device was received with minor scratched display window and case.